Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the endoscope controller (ec) because firefly would not activate. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint. The ec was installed and tested in the test system. Firefly function was activated, but firefly did not turn on. The light engine failed.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, it was not possible to activate firefly. The technical support engineer (tse) had the surgeon checked the user settings and restored them to default. The tse reviewed the logs and detected error 48275 and 48205. The tse instructed the customer to swap the endoscope and perform a system reboot with a hard cycle, without success. The customer swapped the vision side cart (vsc) to complete the surgery. The procedure was converted to another dv with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the issue caused a delay of approximately 1.5 hours. The endoscope will not be returned to intuitive as the endoscope controller (ec) caused the issue. The procedure was completed and the patient was reported to be doing fine. The customer did not have any other vision issues prior to firefly not working.